Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was damaging skin. No additional information could be obtained at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On january 6, 2017, it was reported that the device was damaging skin. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2011 where it was reported that the device was not operating/cutting properly and the damaged head, thickness lever, bearings, calibration shaft, swivel, width plates, damaged control bar, reciprocating arm, seal and retaining ring, motor, and poppet assembly were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on february 3, 2017 revealed that the head and depth bar showed signs of wear and nicks. All 4 width plates that were sent in were worn. The calibration was out of specifications at all settings. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the machined head, semicircle shaft bearings, adjustment cam, vespel bearings, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, eccentric shaft, air hose, and all 4 width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the depth bar, head and all 4 width plates were worn. However, it was also revealed that the calibration was out of specifications at all settings. The root cause of the reported was due to the damaged depth bar and head. However, it was also revealed that the calibration was out of specifications at all settings. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number 103446, was repaired, tested and returned to the customer.